Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned loose in plastic specimen cup. Solution is dried on the lens. Scratches are observed on both the anterior and posterior side of the optic. The lens was cleaned with lphse. Resolution was verified to be acceptable. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The root cause for the reported events could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product sample is in transit. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient experienced light glare. The iol was exchanged and the symptoms resolved. Additional information has been requested.